Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial total hip arthroplasty. During surgery, the implant cracked at the dimple as the surgeon was driving in the stem. He could not get rotational control of the implant, so he had to remove the implant and insert a fiber metal midcoat stem in its place.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Dimensions taken are within spec as documented on the attached print. Item exhibits fracture at the impaction dimple and gouges on the beaded coating. Multiple indentations and scratches could be identified within and around the dimple, likely consistent with the loss of rotational control during impaction. No further analysis could be performed that would provide information about the cause of the fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.